Event description:
Additional information was received. It was reported that, on the day prior to report, the patient went in for a procedure to have the pump flipped back.

Event description:
It was reported that the pump was attempted to be refilled but the health care provider (hcp) was unable to access the refill port. It was noted this was not the first time. A possible flipped pump was reported. The hcp planned to do a dye study. The type of medication that was being delivered via the device system was not provided. It was later reported that the flipped pump was confirmed. The hcp was reportedly able to manually position the pump under fluoroscopy so that it could be filled. The patient was being referred for a pocket revision. It was reported the patient was now doing well and was receiving effective therapy. It was noted no explanted product was anticipated. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).